Event description:
It was reported that the patient underwent a spacer explant procedure due to an unknown reason. The device will not be returned as it was kept by the medical facility. No further information regarding the event has been obtained despite good faith efforts.